Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). Fax: (B)(6). (B)(6) hospital. (B)(6). Block h6 (device codes): device problem code a0401 captures the reportable event of snare loop wire break. Block h10: the snare was not returned however the peg tube pull wire dilating tip was found kinked and detached from the tubing. Based on the condition of the returned device, engineers determined that the problem mode observed it is most likely that some technique applied during procedure, some extra tension, force applied or even tortuous anatomy could have contributed on this issue that causes resistance during the device placement which leaded the extra force or technique applied.boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2021. During the procedure, the snare loop wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by the distributor. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2021. During the procedure, the snare loop wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.